Event description:
On the event date, the lay user/patient in another country, contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient. The patient reported the following readings on the same day: 214 (06:44pm), 174 (06:41pm), 232 (06:24pm), 244 (06:22pm), 244 (05:55pm), 228 (06:41pm), 132 (12:51pm), 106 (11:17am), 76 (10:15am), 87 (05:63am), 56 (04:41am), 226 (12:24am), 130 (12:23am), 131 (12:22am), 227 (12:21am), 277 (12:03am), 288 (00:02am). He also reported the following readings one day prior: 247 (10:47pm), 119 (07:55pm), 202 (05:19p), 157 (04:52pm). All readings are in the mg/dl unit of measure. The patient took his insulin based on a sliding scale three times per day, in the morning around 6 am, around 1 pm, and around 7:30 to 8 pm. He takes 14 units of novorapid of the result is above 130mg/dl, 12 units if the results is between 100 and 130 mg/dl and 10 units if the result is below 100 mg/dl. He also takes 42 units of lantus daily regardless of results. The next day, he took 14 units of novorapid at 12:03 am based on the 277 mg/dl result. This was reported to be an unusual dose for the patient. He also took 8 units around 6 am based on an 87 mg/dl result and 12 units at 12:51 pm based on a 132 mg/dl results. He took 14 units at 5:55 pm, 6:24 pm, and 6:44 pm based on results above 200 mg/dl, which he also said was unusual for him. He also takes various medications for high blood pressure and other heart ailments. When asked if any of the medications causes him symptoms, he said he does not know. He says he does not adjust any treatment other than his insulin based on meter results. He said he did not eat any less or more than the day he had symptoms. The patient said he felt headache and perspiration from around 3 pm to 7 pm on the same day. He took aspirin to treat his symptoms. It was determined during the troubleshooting telephone call the patient's testing technique was correct and the puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. The results were verified in the meter memory. This complaint is being reported, because the patient alleged the meter readings were inaccurate, took insulin based on the results, and suffered symptoms that may have been related to acute hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.